Event description:
It was reported that the patient had the stimulator removed because the patient was not really getting relief from the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d25459, implanted: 2012-(B)(6), product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n224901, implanted: 2012-(B)(6), product type: accessory. Product ID: 355531, lot# n336485, implanted: 2012-(B)(6), product type: screening device. Product ID: 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).